Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include stomach pain, body aching , vomiting, and dehydration. The patient was treated with IV (intravenous) fluids and insulin the patient was released the same day. The pod was worn when seeking medical attention but removed at the hospital.